Manufacturer narrative:
The pump has been returned and evaluated by product analysis (B)(4) 2014 with the following findings: during investigation, the battery compartment was found to be cracked. Unrelated to this issue, the audio bolus button cover was detached from the pump. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed damage to the battery compartment. This report is made based on results of investigation completed on (B)(4) 2014. There was no adverse event associated with this complaint.